Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of increased capture threshold was not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.

Event description:
During follow-up in clinic, an increase in the capture threshold was observed on the left ventricle (lv) lead. A dislodgement of the lv lead was confirmed via x-ray. The patient's anatomy was suspected as the cause of the dislodgement, but was unable to be confirmed. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.